Event description:
Silicone implant rupture; flu symptoms, rashes, leg cramps, joint aches, numbness in arms and feet, breasts burn and feel lumpy capsular contracture, closed capsulotomies, arthritis symptoms in knees, shoulders, elbows and hand. Implant skin hardening, muscle fatigue in arms and legs, hands and feet swell, neck sweels, breast tenderness and aching, fatigue afternoons and evenings, stiff in mornings, cold feet and cold hands with dfsssssg. Breast wrinkling and rippling, implant migratioin, stomach problems, depression, unable to sleep well.